Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned with the firing trigger broken, and with two tr45w cartridge reloads. The cartridge reload (a), was received loaded on the device, partially fired 1/2 and with the cartridge lockout normal. The cartridge reload (b), was received in a plastic bag, partially fired 1/2 and with the cartridge lockout normal. In addition, in both cartridges the deck was found damaged where the firing stopped. The damage found on the cartridge decks is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedge pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. While no conclusion could be reached what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.was the device fired on tissue that had been radiated or has the patient been taking systemic steroids?what color cartridge was being used (please provide the product code for both cartridges)? Are the reloads available for return? What other color cartridges were used before and after this event? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that during a laparoscopic nephrectomy procedure, on the third firing, the instrument only cut and stapled a third of the way and then locked out. Another load was put in but this misfired as well. It stapled but did not cut. Case completed with another device of the same product code. There were no patient consequences.